Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) female patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that while on impella support, the patient developed lower limb ischemia at the right femoral. The patient's coronary had severe calcification and required a a rota. It is believed there was peripheral vascular disorders and calcification along with tortuous vasculature. The vessel size was evaluated and angiography was performed. There were no other devices on the patient's lower limbs. The lower limb ischemia was treated with thrombectomy.